Event description:
The report indicated that the customer experienced high bg levels (greater than 500mg/dl) within an hour of activating a new pod. A correction bolus was administered after the first high reading, but his levels remained high an hour later. The suspect pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following the recommendation, the user was aware of high bg levels and was able to start a new pod successfully.